Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported infection could not be conclusively determined in this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - (B)(4) year. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient called on (B)(6) 2017 to report bloody drainage from the percutaneous lead (driveline) exit site due to trauma caused after having dropped their shower bag. The patient denied purulent drainage, tenderness, erythema, fever or chills. Cipro and keflex were prescribed. On (B)(6) 2017, the patient called and reported redness and drainage at driveline exit site. The patient denied tenderness, fever and chills. A wound culture was (B)(6) for (B)(6). The patient was prescribed cipro and keflex. On (B)(6) 2017, the patient was seen in clinic and the driveline site had tan serosanguinous drainage and erythema approximately 1 cm around exit site. The patient denied pain or warmth. Keflex and cipro were prescribed. On (B)(6) 2017, the patient reported via phone that the driveline was sensitive to touch. There were bloody drainage and redness. The patient was started on cipro and keflex. On (B)(6) 2017, the patient was evaluated at clinic, the driveline site showed evidence of infection. A CT scan showed cellulitis, but no abscess at driveline site. The patient was admitted to the hospital for vancomycin & cefepime intravenous infusion. Blood cultures were (B)(6). A repeat wound culture was (B)(6) for (B)(6). Infectious disease was consulted on (B)(6) 2017. Vancomycin and cefepime were stopped on (B)(6) 2017. Oxacillin was started and discontinued on (B)(6) 2017. Due to improvement of condition, the patient was switched to oral keflex 750 mg every 6 hours and was discharged home on (B)(6) 2017. On (B)(6) 2017, the dosage of keflex was decreased to 500 mg every 6 hours. The patient was on ongoing antibiotic suppression therapy. No additional information was provided.